Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and dry radiopaque solution was found inside the inflation circuit. A twist has been found on the balloon at 5 cm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, several attempts were done to inflate the balloon, but, due to the dry traces of radiopaque solution, it was not possible to clear the lumen and inflate the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific drug-eluting pta balloon to treat a lesion in the sfa. The device was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device. No excessive force was used. It was reported that during the procedure, the balloon twisted. The procedure was completed using another dcb. No patient injury was reported. Please note that this in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information received: the balloon twist occurred during first inflation. It is unknown if the lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.